Event description:
The pt suffered rheumatic heart disease and two calcified valves were replaced on (B)(6) 2011. A week later, the pt had blood in their urine. The 19 mm sjm regent valve had one leaflet that was not moving freely, so the valve was explanted and another sjm regent valve of the same size was implanted. The pt was recovering in the intensive care unit. The physician reported the event was not caused by the device.